Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint (B)(6) 2014. Device evaluation was completed on 30 (B)(6)2014. The meter involved with this complaint failed testing. The meter involved with this complaint failed testing. The label located on the meter is hard to read. This issue has no effect on meters functionality. In addition the meter was found to have data corruption. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. The reporter contacted lifescan USA, alleging missing label information. The reporter alleged that the serial number was illegible. This complaint was being ruled out as a MDR reportable due to the following conclusion: although the issue was not resolved during lfs troubleshooting and therefore a malfunction cannot be ruled out, the chance that this issue could cause or contribute to a serious injury/death is less than remote.